Event description:
This distributor became aware on 11/21/97 of an incident that occurred involving an r-line. The r-line was placed for drug administration. Three to four days post placement the catehter was found to have broken and migrated distally to an area near the right ventricle. A loop snare was used to successfully retrieve the catheter. A central line was then placed and the pt's condition is good.